Event description:
It was reported via repair work order that the headend lift was elevated and inoperable due to broken lift motor and broken potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.